Manufacturer narrative:
H6: investigation summary: a mz1000 china sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests leakage was detected from the maxzero device which was cracked. The customer also confirmed the connecting product was a jierui extension set. As part of the feedback the customer provided photographs of their experience; analysis of the photographs revealed the presence of a crack to the maxzero female luer adaptor (fla) (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3 other text : see h.10.

Event description:
It was reported while using bd maxzero¿ needle-free valve the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: mz is applied, connected to cvc and the extension tube of injection pump (the extension tube brand is jierui), there is no in-line syringe to push the drug, and the pre-flushed tube syringe of jierui is used to flush and seal the tube. Leakage was found after 4 days of indwelling. After receiving the complaint sample, the head nurse found that the sample has a crack where the extension screw is connected.